Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing from their right ventricular lead. Noise was replicated with isometric movements. Programming changes were performed to address the issue. Patient was stable after the event.